Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness/ lightheadedness. It was further reported that the right ventricular (rv) lead exhibited a high impedance warning, polarity switch, high thresholds and non-capture. Repositioning of the lead was planned. The lead remains in use. It was further reported that the patient could feel pacing during testing. No further patient complications have been reported as a result of this event.